Event description:
Customer reported that a patient developed an area of induration two weeks following a circumcision. The patient was prescribed antibiotics. The event was not responsive to the antibiotics and accordingly the lump was excised. The patient developed another lump that is not related to the suture line. The pt continues to have evidnce of calcified suture in the tissue.

Manufacturer narrative:
Conclusion code: the product insert states that adverse events include calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine occurs. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.